Manufacturer narrative:
Updated fields: b4, d9, e1(event site telephone, event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) visited the site and found that unit gave alarm #52, cleared the transducer and set the offset value under range found working ok, but after some time again unit gave alarm#119. Front end board suspected to be defective. Fse replaced the front end board. All test were performed and found to be fine. Recommend to replace the expired safety disk, quotation will be share very soon.

Event description:
N/a.

Event description:
It was reported by customer that during routine check the cs100 intra-aortic balloon pump (iabp) machine was displaying an alarm massage " electrical test fails code 119" and electrical test failure 52 .there was no patient involvement.

Manufacturer narrative:
Corrected field : b5 , h6 ( medical device ¿ problem code ). Updated field : b4 , g3 , g6 , h2 ,h11.

Event description:
It was reported by customer that during routine check the cs100 intra-aortic balloon pump (iabp) machine was displaying an alarm massage " electrical test fails code 119". There was no patient involvement.

Manufacturer narrative:
Due to character limitation e1(event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.